Manufacturer narrative:
(B)(4). Conclusion will be updated/corrected for this event.

Event description:
Additional information: the patient's revision did occur on (B)(6) 2013. The patient resumed drug therapy and was doing fine. It was noted that the surgery previously reported (where the catheter was cut) was a revision of a previous fusion surgery unrelated to the patient's pump.

Event description:
It was reported that the patient was undergoing "another" surgery and catheter was cut. The date and type of surgery is unknown at this time. A revision is planned for (B)(6) 2013. There are no patient symptoms/injuries reported. The drug beign infused is unknown.

Manufacturer narrative:
Patient programmer model: 8835, serial# (B)(4), catheter model: 8709, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown. (B)(4).